Manufacturer narrative:
An investigation is under way. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had problem with a dialysis catheter. The customer stated: "catheter had to be replaced due to a cracked adapter at the end of the catheter".